Event description:
It was reported that the physician performed a chimney/snorkel procedure. The snorkel procedure went well on the left renal artery; however, when the physician was removing the delivery system of the endurant aortic cuff the tapered tip was not retracted into the graft cover. The delivery system inadvertently got caught one of the supra renal stents and during attempts to remove the delivery system the physician accidentally pushed the aortic cuff up enough to partly occlude the right renal. A 6 x 14 bare metal stent from another manufacturer was implanted in the right renal with good results. The type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Removal difficulties, arterial occlusion. Short aortic neck. The delivery system was not reseated prior to removal. Conclusion: short aortic neck. The delivery system was not reseated prior to removal.

Manufacturer narrative:
Methods: (films). Results: unapproved use of device (aortic neck length less than 10 mm) inherent risk of procedure (endoleak). Conclusions: known inherent risk of a procedure (endoleak); off-label, unapproved or contraindicated use (aortic neck length less than 10 mm).

Event description:
A review of returned films post implant of the endurant cuff showed that a snorkel had been placed into the left renal artery. The stent graft od just below the renal arteries was 32mm. A likely proximal type I endoleak is seen on the posterior of the aorta. The ipsilateral limb of the talent stent graft was placed into the right iliac, and an aneurx limb(s) was placed on the contralateral side. The 7cm aaa contained calcium. No other stent graft issues were seen. The cause of the endoleak could not be determined. It is possible that the short proximal neck contributed to the event.